Event description:
It was reported that this implantable cardioverter defibrillator (ICD) appeared to have delivered inappropriate anti-tachycardia pacing (atp) which resulted in ventricular tachycardia (vt). Technical services (ts) reviewed the device data and noted that atp appeared to have been delivered due to an atrial arrhythmia with rapid ventricular response (rvr). The atp resulted in vt that was successfully converted after two shocks. This device was noted to be functioning as programmed. This device remains in service. No additional adverse patient effects were reported.